Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer could not recall the past blood glucose (bg) levels and the current bg was 215 mg/dl. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer reported that the pump had been exposed to an external temperature change just prior to the occlusion alarm. Tandem technical support advised the customer that the temperature change may have contributed to the occlusions. The customer agreed.